Manufacturer narrative:
Continued h.6 health effect impact code: f2303 medication required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of bia-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Mhra has informed that the reporter has not provided consent to provide contact information to abbvie. Reason for reoperation: bia-alcl.

Event description:
Healthcare professional reported via regulatory agency right breast related bia-alcl with mass forming disease and metastatic disease. Diagnosed at stage 4 disease. The patient was treated with chemotherapy (completed x 6 bvchp), and device removal. Histopathological markers cd30+ and alk- have not been confirmed.